Manufacturer narrative:
(B)(4). Batch # p57h3c. Device evaluation: the analysis results showed that the cs40g device was received with the closing trigger broken and in the opened position, otherwise with no apparent damage. The device was received with a reload present. The reload was returned with staples present, with the washer uncut and with the knife recessed below cartridge deck. The reload lockout was not engaged; this is correct since reload still had staples. The ledge of the lockout showed no indentations. The device was tested for functionality with the returned reload and using a screw driver as a closing lever. The device fired, cut and formed the staples as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the reload lockout were functional. The damage to the closing trigger may have been due to the force applied to the trigger while trying to close the device over an excess of tissue and or trying to close the device with the cartridge not fully seated. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? What is the gender of the patient? Did the patient receive any pre-op radiation or chemotherapy? If so, how much time between treatment and surgery? Which trigger was broken? The closing trigger or firing trigger? Was the device difficult to close? Was the transection taken in one or multiple firings? What is the current patient status?

Event description:
It was reported that during a rectum resection surgery, the device was used. When the doctor cut the rectum the trigger of the device was broken. The surgery had to be converted into rectum extirpation.